Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to the cable connecting ECG "a" pulled from the front therapy electrode. The root cause for the damaged wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt had a damaged cable.